Manufacturer narrative:
No patient information provided as no patient was involved in this concern. This part was discarded by the site and will not be returned to manufacturer for analysis. A medtronic representative went to the site to test the equipment. While troubleshooting, the j7 from the motion battery side it was found that the remake pins were standing more wide. Which resulted during movement to loss connection and therefore shuts down the imaging system. The medtronic representative then renewed 5 pins on the j7 battery side. The pins 17-21 were then ok. The battery were not replaced because the issue was a malfunction contact on the j7 connector. The connector was replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after a whole day of changing the movement of the imaging system, it is very short on batteries. This was found during a system checkout. There was no patient present when this issue was identified.